Event description:
I had essure coil implanted last year and not long after experienced prolong heavy bleeding, bad cramps, back pain, excruciating pain. My doctor removed the coils and my tubes months later which seemed to leave no complications. Ever since I have had bad cramping, back pains, longer late periods, a foul discharged from belly button and come to find out there a hernia in umbilical area and now due to pain have had pelvic and back xrays, abdominal ultrasound done, noting is signs of coil still present along with a cyst and adenomyosis. I am a victim of essure damage. I am now being referred to another gyno in order to further evaluate. It looks like I will be needing a full hysterectomy in near future. Pelvic exam shows echogenic structure which possibly due to coils also adenomyosis which possibly related to tubal removal surgery essure coils. Hernia in belly button which also happened after coil removals laparoscopy surgery.